Event description:
It was reported that during an unknown procedure, the clips would not hold after placing, from the beginning of use. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.